Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Visual review of the returned device found bone fragment on the porous coating surface of the shell. This evidence showed the shell might have been attempted to be implanted. The locking ring and shell were re-assembled and verified for fit and function. The locking ring functioned correctly inside the shell ring groove. At this time, root cause cannot be determined.

Event description:
It was reported that during an initial right total hip arthroplasty on (B)(6) 2015, upon opening the shell from the package, the locking ring popped out and the surgeon could not get it to lock back into the cup. Another locking ring was offered, however the surgeon wanted entirely new shell/locking ring. There was no delay in the procedure. Additional information received in product evaluation reported bone fragments on the locking ring, indicating the device had interaction with the patient.